Event description:
Pt was on pump for continuous infusion of fluorouracil (4200 mg/week). Tubing was apparently pinched between cover & pump, & only about 25% of dose was delivered. This pump alarms for downstream occlusions, but not upstream occlusions. Error was discovered one week later when pt returned for a refill & previous bag was almost full. This is the second time rptr has seen a pt's chemotherapy be omitted due to this problem. Rptr feels it is a design defect, & the pump should have an upstream occlusion alarm.